Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to the recall on this model device. No adverse patient symptoms were reported.